Event description:
It was reported that there is leakage from the channel. The issue found at preparation for use. The device was replaced and the planned diagnostic procedure was completed with similar device with no delay. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating on the connecting tube (insertion section) is peeled off , (over 1mm2). This report is being submitted for the peeled coating on the connecting tube (insertion section) found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Evaluation found waterproof failure (leakage) observed due to the pinhole at the channel tube. In addition, service repair found coating on the connecting tube (insertion section) is peeled off, (over 1mm2). Furthermore, the following findings during inspection were noted on the device: the aspiration quantity is out of standards due to the dented channel tube. The number of elements lost due to the broken ultrasonic cable exceeds the standard value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." "Do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur." Olympus will continue to monitor field performance for this device.